Manufacturer narrative:
An event regarding packaging damage involving a gmrs distal femoral component was reported. The event was confirmed. Method & results: device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been compressed and/or dropped from a height causing two flanges of the outer blister to fracture. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling during transportation/storage. No further investigation for this event is required at this time.

Event description:
Upon opening the nle loaner item for implantation, the rep saw that the 2 inner layers of sterile packaging were compromised. The sides and top of blue plastic were cracked and broken off inside box. The outer layer of plastic was not torn. The box itself look appeared somewhat worn on edges. There was no back up, no back-ups are given in nle kits. Rep notified surgeon and surgeon modified to accept different size implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Upon opening the nle loaner item for implantation, the rep saw that the 2 inner layers of sterile packaging were compromised. The sides and top of blue plastic were cracked and broken off inside box. The outer layer of plastic was not torn. The box itself look appeared somewhat worn on edges. There was no back up, no back-ups are given in nle kits. Rep notified surgeon and surgeon modified to accept different size implant.